Manufacturer narrative:
Additional information: h7, h9. The reported issue of dim segments was confirmed on 13 out of 13 lvp display boards. Physical inspection of the boards was performed, and no damage, corrosion, or cold solder was observed. The boards were tested by running a basic infusion at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Test results identified 13 out of 13 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history record: review of the sn (B)(6) service history record showed the device had a manufacture date of 02may2007. A review of the device service history record was performed beginning from the date of manufacture to the present date 17nov2020 and indicated that this device has been previously returned for service (once) for an issue not related to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were provided for investigation.

Event description:
It was reported that the lvp displayed dim segments.

Event description:
It was reported that the lvp displayed dim segments.